Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea (shortness of breath) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The single leaflet device attachment (slda) was most likely due to a combination of patient morphology and/or procedural circumstances; however, it could not be confirmed and a definitive cause for the slda could not be determined. The reported adverse event of mr is due to the slda and the reported dyspnea is likely a symptom or secondary effect of the worsening mr. Based on all the available information, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that the initial mitraclip procedure on (B)(6) 2017 was to treat degenerative mitral regurgitation (mr) with a grade of 4. Final mr grade was 1-2. On (B)(6) 2017 a transthoracic echocardiogram (tte) was performed to check the clip which was determined to be fine, the patient was stable and was discharged. On (B)(6) 2017 the patient was experiencing shortness of breath and a tte revealed the clip had detached from the posterior leaflet (slda). There was an increased mr grade of 3+. On (B)(6) 2017 the patient underwent a second procedure during which another clip was placed to stabilize the slda clip. The mr grade was reduced to <1. The patient was stable post procedure. No additional information was provided.